Event description:
Pt implanted in nasolabial, oral commissures, vermilion borders in 1998. Onset of brusing, tenderness and infection in nasolabial 10/30/1998. Pt treated with zithromax 11/30/1998 and 01/29/1999. Revised in 1999 and explanted in 1999.